Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 400 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy. However, occlusions continued and clinical troubleshooting was exhausted and the customer reverted to a manual dose injection.